Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a small internal carotid ophthalmic artery aneurysm, this coil prematurely detached inside the microcatheter. It was reported that when inserting the coil into the catheter the physician noticed the thin wire came out of the y connector (rhv) instead of the pushwire. The physician checked and confirmed the coil was still inside the microcatheter. The physician attempted to continue but failed to deliver a new microcatheter to the lesion. Thus, the procedure was ended without further action. Prior to this other coils were delivered and implanted in the patient successfully. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received the device for evaluation with the implant coil already detached. The proximal end of the pushwire containing the actuator interface crimps was found stuck within the introducer sheath and broken on the distal end with the release wire extending out. The distal segment of the pushwire was found broken on its proximal end with the release wire not extending out. Additionally, the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found located against the lumen stop, the shield coil was found present. We are unable to definitively determine the cause of premature-detachment; however, based on our analysis findings user context may have contributed. It is likely that the coin pulled back from the lumen stop and the break in the pushwire causing the implant coil detach. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.